Event description:
Additional information received indicated that this event was a duplicate of the one reported in manufacturer report # 3004209178-2019-08321. All further information regarding this event will be reported under 3004209178-2019-08321.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report source (2021 reports): (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, foreign) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that after the patient had been implanted and was discharged to go home she apparently went into the hospital lift and fell over as she was entering the lift. She tripped upon entering a lift. When she was helped up by someone she said she got an electric shock and the person who picked her up also felt an electric shock. She has not had her device switched on since and does not want to switch device on. She has attended clinic since her fall but is adamant she doesn't want her device activated and has never charged it. This device has not been used since it was implanted. There is nothing wrong with the device, has never been used, is fully implanted, and will not be explanted. The ins was implanted but out of use. Hopefully one day she will want it re activated as she had such a great experience during her trial. The patient was alive with no injury.